Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump yesterday. The customer's blood glucose was reported to be good and the pump was not dropped or bumped. Customer was already on a back-up plan. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked belt clip slot, cracked reservoir tube lip and shifted end cap sticker.